Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 8 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 12 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject died. The primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if the autopsy was performed.

Manufacturer narrative:
Date of death: used the first day of the month of (B)(6) 2022, as death date was unknown. Date of event: used the first day of the provided month in the ctsenr (B)(6) 2022, since there was no enough information provided for event date.